Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open surgery, the threads broke on 5 sutures. Another suture was opened to complete the case. There was no patient injury.